Manufacturer narrative:
The reported events were lead dislodgement, r-wave amplitude variation and helix mechanism issue. As received, a complete lead was returned in two pieces. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was retracted and clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue and the over torqued inner coil in the connector region. The reported event of r-wave amplitude variation was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular lead exhibited low sensing. An x-ray was performed, and it was discovered that the lead dislodged. An attempt was made to reposition the lead, but the helix would not extend. The lead was explanted and replaced. There were no patient consequences.